Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, an inflation/deflation test was performed on the cuff and it was observed after a few seconds the cuff deflated, a visual inspection was performed and it was observed the cuff presents a cut. The failure mode cut in cuff was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.